Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that 20 minutes after inserting the intra-aortic balloon (iab), cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm. The getinge representative quickly reviewed the meaning of the alarm and they troubleshot for any visible kinks in the iab. A rolled towel was placed directly under the patient to alleviate a possible internal kink at the insertion site. Neither of those actions alleviated the problem immediately. The physician verbalized the patient would be transferred out and they were going to replace the iab. The physician later reported that a kink was found in the iab after removal and a new iab was inserted without issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a